Event description:
Additional information from the patient reported the shocking had been resolved for the most part, but they still have them. The patient reported the steps taken to resolve the issue was the system was turned off, and they had a doctor¿s appointment on (B)(4). The patient stated that they did not know what circumstances led to the shocking.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a shocking. There were no trauma , falls, or changes in activity related to the issue. The patient stated the issue was not related to positional movements. The patient stated the shocking sensation does not seem to be positional. The patient stated she was shocked twice on (B)(6). The patient noted one time they were in the yard and one time they were in the kitchen. The patient stated she had felt the shocking once or twice before (B)(6) as well, one time when she was driving. The patient stated she had not had any recent medical procedures. The patient stated she had not been to an airport, but had been to a clothing stores with security devices. The patient noted she turned stimulation off on (B)(6). The patient stated she was not sure if turning off the device resolved the issue. The patient planned to follow up with the healthcare professional (hcp). The patient stated the shocking feels like it is coming from her implant and goes under neath her arm on the right side. The patient noted her implant is on her right side. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.